Manufacturer narrative:
Date of event: unknown. Medical device: batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that following a colorectal procedure, 4-5 days post-operative the patient had rectal bleeding after resuming blood thinners and required a blood transfusion. The surgeon commented that he noticed irregularity in the anastomosis when performing sigmoidoscopy at the end of the case. He does not know if it is the cutline or staple line that contributed to the bleeding, but he believes that both the staples and the cutline are sometimes irregular. He could not describe the specific shape of the staples, just that they looked different.